Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this pacemaker experienced a syncopal episode. Review of the device data indicated there was oversensing of noise on the right atrial (ra) channel and oversensing of the minute ventilation (mv) signal on the right ventricular channel causing pacing inhibition. The mv signal being detected is due to a high impedance condition. The patient was noted to be pacemaker dependent. An x-ray of the system was taken and no abnormalities were observed. The ra channel was reprogrammed to bipolar and the mv sensor was turned off to address this event. The pacemaker continues to remain in service and no additional adverse patient effects were reported.